Event description:
A patient reported blood glucose results of 226 mg/dl, 222 with a lifescan meter and 301 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Thest strips were replaced.